Event description:
While performing vein stripping procedure, vein stripper device broke while still in pt's leg. X-rays were taken to locate device in pt. Two add'l incisions were required to retrieve the device.